Event description:
It was reported that during a da vinci si surgical procedure, the wire on the permanent cautery spatula instrument was noted to be broken. No fragments were reported to have fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.